Manufacturer narrative:
Device evaluation: the transmitter has been returned and evaluated by product analysis on 03/30/2017 with the following findings: a review of the black box and cgm history showed no activity outside of normal use. During investigation, a test transmitter paired successfully with the returned pump. During testing, blood glucose (bg) value was set to 120 mg/dl twice within two hours. Both bg calibration requests entered successfully. The pump and transmitter were run over night with a steady reading of 115 mg/dl within +/- 20%. No alarms or warnings occurred during testing. The pump was found to perform within specification. The original complaint of a cgm transmitter/sensor issue was not duplicated during investigation. The pump¿s cover was removed; no intermittent condition was found to the cgm module or to the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a cgm transmitter/sensor issue with the pump. There was no indication that the product caused or contributed to an adverse event. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a cgm issue.